Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 24oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that an alarm, which indicated a battery abnormality, occurred. The unit was in use on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 16nov2018. Date of manufacturer: 15nov2018. Philip's international service technician could not duplicate the reported battery issue. However, the occurrence of error code 1124 (failed battery test) was confirmed in the device logs. A screw which fixed the u-shaped terminal of the direct current 24volt power supply output was loose, which caused contact failure. When it was re-fixed no other abnormality was found. The service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.